Event description:
Information received indicates when the brakes were engaged the foot end caster would still swivel.

Manufacturer narrative:
The technician found that the caster had a broken stem. The technician replaced the caster to repair the bed.